Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. (B)(4). Source literature description. Journal: rheumatology reports. Author: robert j. Petrella, joseph decaria, michael j. Petrella. Title: long term efficacy and safety of a combined low and high molecular weight hyaluronic acid in the treatment of osteoarthritis of the knee. Volume: 3:e4. Yr: 2011. Pages: 16-21.

Event description:
Surgical intervention [surgery]. Case description: literature-spontaneous report was received on (B)(6) 2011 regarding a pt (pt identifiers unk). This report is from a literature article entitled "long term efficacy and safety of a combined low and high molecular weight hyaluronic acid in the treatment of osteoarthritis of the knee": rheumatology reports 2011; 3:e4: 16-21 (petrella, r.j., decaria j, and petrella, m.j.) Two hundred pts were randomized into four cohorts: dmw (combined ha (hyaluronic acid) of different molecular weight and concentrations); hmw (high molecular weight ha); lmw (low molecular weight ha); pl (placebo saline). On an unspecified date, the pt had an unspecified surgical intervention. The action taken was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The relationship between sodium hyaluronate and the event of surgical intervention was not provided by the reporting author.